Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please confirm: is this complaint against prolene suture, nw687 and not ethibond suture? Complaint is for code nw687.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pacemaker ventricular lead fixing procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke when trying a knot. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products. Additional device evaluated by MFR: an opened complaint sample unit along with 1 intact reference sample were returned for code (B)(4). Complaint suture material was inspected under 10x magnification and suture found in partially disintegrated condition, as the complaint sample received in open condition further investigation on complaint sample cannot performed except visual inspection. Returned needles were inspected with 10x magnification and no any defect was observed. Returned reference sample was visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. Returned needles were inspected with 10x magnification and no any defect was observed.the intact reference sample then tested for knot pull tensile strength test and found to be meeting specification requirement. Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Retain as well as reference sample average as well as individual knot pull tensile strength values were found to meet the usp requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.